Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. It was reported that the navio handpiece had homing difficulties. The user inspected the drill guide after the case and reported that the drill guide support was slightly bent. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The probable cause of the issue was a mechanical component failure. A relationship between the device and the reported event could be established. Visual and functional inspection of the handpiece confirmed that the drill guide support on the handpiece was bent, which was causing the reported homing difficulties.

Event description:
It was reported that, during the handpiece setup, the scrub tech struggled to push the long attachment through the drill guide. When he got to homing, the device failed once. During the failure, the bur extended and retracted. He put the anspach drill back in the handpiece and tried homing again. It passed and we completed the case without any issues. After the case, the drill guide was inspected and confirmed that it was slightly bent.